Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported the thread and needle detached. The reporter indicated that the needle detaches from the thread (suture). There was no consequence to the patient. No other information has been provided.